Manufacturer narrative:
Complete event site name: (B)(6) medical center ((B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had ruptured. The iab was removed shortly after rupturing. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation method codes (4) : 4109. Device available for eval? Changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had ruptured. The iab was removed shortly after rupturing. There was no reported injury to the patient.